Manufacturer narrative:
Additional initial reporters: (B)(6).the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that after four days of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer had already switched over to the fluid lumen for alternate arterial pressure (ap) access and wanted to verify there was nothing else that needed to be done. It was later reported that the printer would not time print every 15 minutes. It would print every hour, and on command but they could not get it to print within the necessary intervals. All settings were correct. They were advised to report the iabp to their clinical engineering department. They were then informed that the printer would not affect the iabp function on the patient. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The optical fiber break was found approximately 3.8cm and 4.5cm from the iab tip. The optical fiber was found to be broken, the failure has been confirmed. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
N/a.